Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a tfna fem nail ø11 r 125° l400 timo15 was identified as faulty during a surgical procedure. The nail could not be properly attached or aligned with the jig, and upon inspection, the anterior portion was found to be slightly bent, preventing correct seating and alignment. Multiple attempts to attach the nail to the jig were unsuccessful, and the surgical team confirmed the correct components were used. A new tfna nail was opened and aligned correctly, allowing the surgery to proceed as planned. There was no patient consequence or involvement, as confirmed by the event codes.